Event description:
The customer stated that there was no ECG data when a pt was connected to this unit. The pads worked on another monitor.

Manufacturer narrative:
MFR's eval summary: the device is an automatic external defibrillator and the actual device involved was returned for eval. Testing confirmed the complaint. Investigation isolated the cause to a malfunctioning electronic relay. The relay circuit board was replaced to restore device operation. The device subsequently passed all acceptance testing and was returned to the customer.